Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open whipple procedure, on the fourth firing, after loading the reload into the handle, a snap was heard and the jaws of the reload was unable to open. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted that the handle was received attached to a reload. The knife bar would not full retract. The reload was forcefully removed, revealing a broken firing rod at the distal end. Functionally, the unit could successfully load a representative straight and articulating reload. The jaws would clamp and the I-beam could be advanced, however, the jaws would not open. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the broken firing rod may occur if a radial force is applied to the reload that is attached to the handle. In this situation, the instrument can still be loaded. The jaws of the reload could clamp and the I-beam could be advanced. However, when retracting the firing knob, the jaws would not open due to the noted damage. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.